Manufacturer narrative:
Our evaluation found one of the jaw was broken off at the hinge. The breakage most likely was from mechanical force overload. The insert has been in use for approximately 7 years.

Event description:
Allegedly, during a laparoscopic surgery for a hernia repair, 1 jaw broke off and was retrieved. They took x-rays to confirm everything was retrieved and nothing showed on the x-ray. The procedure was completed and no harm to the patient was reported.